Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5, and h6 information.

Event description:
This report summarizes <noe> 1 </noe> event of transaortic related event serious injury event for the sapien 3 in the aortic position for(B)(6) 2020.

Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 transaortic related event serious injury events for the sapien 3 for august 2020 in the aortic position. The ¿time to event¿ (tte, in days) for this event was 0.00. The device identification (di) numbers for edwards certitude introducer sheath set are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures.  The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion.  Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access, and stabilization of the site are also provided in the training. In this case, specific procedural details were not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for august 2020 data extract for aortic serious injury events for the sapien 3 valve. This report summarizes 1 transaortic related event serious injury event for the sapien 3 for august 2020. The age range for these events is from 76. The breakdown for gender is as follows: 1 female. August 2020 data extract includes data provided by acc for 2020 q1 (january 1 ¿ march 31, 2020).